Event description:
Related manufacturer report number: 3006705815-2022-13573, 1627487-2022-01915. It was reported the patient's controller displayed the replace generator soon message and high impedances were noted on one lead. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead has the high impedances so both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg and one lead were explanted and replaced. Effective therapy was established post-operatively.